Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-nov-2020, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the initial implant procedure on (B)(6) 2018 when the doctor went to connect the pump to the catheter, he noticed a part of the collet had broken apart. The portion that snaps in to connect the catheter to the pin/collet was broken. A revision kit was opened and used to finish connecting the catheter. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the catheter revealed catheter pin connector; collet detached and or missing. If information is provided in the future, a supplemental report will be issued.